Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip. A piece approximately 0.18" x 0.81" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip tips is typically attribute to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the tip-up fenestrated grasper (470347-12/k10211101-0224) associated with this event has been performed. Per instrument was last used on (B)(6) 2022 on system (B)(4). The device has 6 uses remaining after last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a tip of the fenestrated grasper was found to be broken. Isi received additional information via follow up confirming that the broken tip was found during the central processing, therefore it was not used during a procedure. There was no report of patient involvement.